Event description:
It was reported that the field representative could not measure threshold on this right atrial (ra) lead as there appeared to be no capture at maximum output, on november 13th. It was also found that an alert had been triggered for an ra pace impedance measurement less than 200 ohms, in october. In clinic there happened to be a lot of erratic atrial noise and the device was pacing at the maximum sensor rate. The patient reportedly had also been feeling short of breath. The minute ventilation (mv) feature was programmed off and was switched to the accelerometer. Additional information indicated that the ra lead measurements looked fine with the accelerometer on, versus when mv was in use. The patient was going to be brought back later, for further testing. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.